Event description:
An anomaly was found in the odyssey software: if the treatment start date is changed for a pt's fully computed imrt plan, imat plan or a plan containing a "region dvh" prescription, then odyssey automatically re-computes the treatment schedule. However, this automatic re-computation also changes the monitor unit values in the schedule, so they are no longer correct. In these cases, it is necessary to manually perform a full re-computation of the plan to calculate the correct monitor unit values for the treatment schedule; however, odyssey does not provide indication to the user of this anomaly, and allows export of the plan with these incorrect monitor unit values.

Manufacturer narrative:
An urgent medical device correction letter will be distributed to all affected customers by (B)(6), 2010, with a description of the anomaly and user corrective action steps. The letter will also be distributed to the permedics sales organizations, informing them of the issue. A mandatory upgrade will be provided by (B)(6), 2011 at no charge. In the meantime, the following recommendations are provided: if, prior to the software correction, the user changed the pt's treatment start date on any fully-computed imrt plan, imat plan or plan containing a "region dvh" prescription, the user should force a full re-computation of those pt plans prior to fixing and exporting the plan. The following procedure can be used to force a full re-computation of the plan: open the pt's plan worksheet. Change the algorithm type of the plan. Change the algorithm type back to its original value. Close the plan worksheet. Re-compute the plan.